Manufacturer narrative:
B2 and h1: added death and date of death based on new information. B5: added updated clinical review. H6: added code f02.

Event description:
An impella 5.5 was inserted via the direct surgical approach to support the 58 year old female admitted into the medical center with extensive history. The patient had come in with days of angina, history of coronary artery disease, multiple coronary angioplasties, hyperlipidemia, pre-diabetes, and panic disorder. She was found to need coronary artery bypass surgery (CABG) for the disease and worsening angina, as well as active coding in the hospital. When in the operating suite she again suffered a code, was placed on an intra-aortic balloon pump (iabp) and had the CABG. When unable to come off the bypass pump her care was escalated to the 5.5 pump. The 5.5 was successfully placed in the operating suite wirelessly via the direct surgical approach, iabp was removed, and patient taken to the ICU for continued monitoring. While in the ICU the pump alerted for high motor current and thrombus was observed on the pump inlet by tee echo imaging. When her chest outputs increased the team re-opened the chest and transported her back to the or to assess further and found there was a ventricle perforation. The 5.5 was removed and replaced by a second 5.5 pump and the perforation was repaired. The patient did expire on the second 5.5 pump, on the 4th day of the pump support, when decision was made to withdraw care.

Manufacturer narrative:
High or saturated pump flow: the pump was returned for investigation. Data log shows the pump had a sudden spike in motor current followed by saturated pump flow during the case run. Placement signal also had a fluctuating trend during this time. Motor current and flow returned to normal after 30 minutes. The pump was explanted later. Returned pump had biomaterial in the inlet cage, and after it was removed, the pump operated as intended. Clinical details also confirmed thrombus at the inlet on tee during the period of saturated pump flow. The cause of the high or saturated pump flow was biomaterial ingestion, based on the given clinical details, data log review, and returned pump investigation. Clinical symptom (thrombosis/thrombus): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Mechanical interaction with tissue (cardiac perforation): no related defect was found on the returned product. The cause of the lv perforation issue was not determined without sufficient clinical information.

Event description:
The complainant reported that a patient with postcardiotomy cardiogenic shock and low cardiac output syndrome underwent implantation of an impella 5.5 device for mechanical circulatory support. Following implantation, the impella controller displayed multiple ¿motor current high¿ alarms, and transesophageal echocardiography demonstrated thrombus formation on the impella 5.5 inlet. Shortly thereafter, the patient developed a sudden increase in chest tube output and clinical decompensation. The patient was placed on cardiopulmonary bypass, and surgical exploration revealed a small left ventricular perforation, which was surgically repaired. The reported device was explanted and replaced with a new impella 5.5 device.